Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and customer reported failure mode was observed in event logs history. The probable cause of the reported issue was defective downstream occlusion sensor.

Event description:
It was reported that the device had displayed cassette not attached properly error during testing. It was confirmed during inspection of a returned pump that cassette not attached properly error does appear in event log. The reported high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.